Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a female pt who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. In (B)(6) 1988, the pt used super poligrip original. At an unk time after using super poligrip original, the pt experienced neuropathy, zinc high, and copper low. This case was assessed as medically serious by gsk. Treatment with super poligrip original was discontinued. At the time of reporting, the outcome of the events was unk. Info was received on 5/23/2011 via fact sheets submitted by the pt and/or pt's attorney. The pt received disability for an unk cause. The pt experienced high zinc, low copper, neuropathy, loss of feeling in feet/legs/hands, could no longer walk, constantly dropped things, and used a wheelchair. The pt received intravenous copper treatment in (B)(6) 2005 and occupational therapy from (B)(6) 2005. The pt first used partial lower dentures in (B)(6) 1988. The pt used super poligrip original from (B)(6)1988 until 2005 (five to six times a day, one to two 2.4 ounce tubes weekly), fixodent original from 2005 until 2010 (five to six times a day, one to two 2.4 ounce tubes weekly), and poligrip zinc free from 2010 until the time of this report.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).